Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after firing, the device was stuck and had to be pulled to be removed from the patient. The donut specimen was damaged. The surgeon subsequently did some additional resection and manual suturing to complete the procedure. No stomas were necessary, no bleeding occurred but surgery time was extended by more than thirty minutes as a result. No patient details were available. The patient was under observation.